Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner, cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 318 mg/dl. She stated she was high due to stress. Customer had the device in her bra and it was hot outside. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.